Manufacturer narrative:
.Additional information .

Event description:
It was reported that during acl procedure, the device broke into the femur. All pieces were removed from patient. A back up was available and it was used next to the original hole. No delay or patient injuries were reported.

Manufacturer narrative:
The reported flexible passing pin is intended for use in treatment, was not returned for evaluation. A relationship between the product and reported incident cannot be established as the product was not returned. Without the reported product a visual evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, the device broke during use, causing it to break off in the patient. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: excessive forces applied to the device can result in failure. The instructions for use were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during acl procedure, the device broke into the femur. All pieces were removed from patient. There was no delay or patient injuries reported but it is unknown how the procedure was finished since there was no backup device available to complete the procedure.